Event description:
Hcp reports a CT myelogram shows the pt has developed a granuloma. No further info was available at the time of this report. A follow up report will be sent when additional info is obtained.